Event description:
It was reported that on both leads, there was no capture and a clavicle rib crush fracture was found via chest xray. A polarization change was reported. The leads were capped and replaced. No patient complications have been reported as a result of this event.